Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) and patient received an inappropriate therapy due to oversensing. The lead also exhibited high short interval counts (sic) and a lead fracture is suspected. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product. Model: 5076-52, lead; implant: (B)(6) 2014. (B)(4).